Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that while working in the garden and performing physical activity, the user experienced a blood glucose of 56 mg/dl and treated with oral glucose; the user acknowledged activity as the contributing factor and was advised to pause the pump during physical activity. Symptoms included hypoglycemia and dizziness. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a usage problem related to not disconnecting or pausing ilet during physical activity, with no device problem found and no applicable device component identified. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.